Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked lcd window, and a cracked reservoir tube window. The pump was received with a broken reservoir tube lip and broken battery tube threads. The pump was also received with minor scratches on the lcd window.

Event description:
The customer's husband reported via phone call that the customer's insulin pump was falling apart. Caller stated that different things have broken where the reservoir turns in and where the battery screws in. Caller stated that the battery tube threads are broken. Customer's blood glucose was 200 mg/dl at the time of the incident. Caller stated that the pump is cracked and plastic is chipped away on the reservoir and battery compartment. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.